Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms. The patient's right ventricular (rv) lead is a single coil product and have typical impedances ranging from 20 to 125 ohms. The lead is known to have higher end of normal impedances due to decreased surface area. Boston scientific technical services (ts) discussed that the true test of system integrity would be commanded shock delivery. No adverse patient effects were reported. This product remains in-service.